Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2014; 407658 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing system was infected. The implantable pulse generator (ipg) was removed and the right atrial (ra) lead and right ventricular (rv) lead were capped. A temporary pacing lead was used and the system was later replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.